Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, the touchscreen on a 980 ventilator was unresponsive. Although requested, information regarding intervention taken on the behalf of the patient and patient outcome was not provided.

Manufacturer narrative:
(B)(4). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.